Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After a non-bsc guidewire crossed the lesion, a 15mmx1.50 maverick balloon catheter was advanced to dilate the lesion. However, upon first inflation, the balloon ruptured. The procedure was completely removed from the patient's body. The procedure was completed with rotational atherectomy, another of the same emerge balloon and a 2.75x38mm promus premier stent. No patient complications were reported and the patient's status was stable throughout the procedure.